Manufacturer narrative:
Analysis of the returned neurostimulator model 97714 serial # (B)(4) showed no significant anomalies and had a reduced battery capacity due to overdischarge.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) and consumer reported that the patient had an overdischarge. The overdischarge became a problem due to not being able to know what the patient qualifies for regarding an MRI. The MRI was for the lumbar area and was not for a suspected problem with the device or therapy. The patient was debating having the device removed and did not want any further action taken at the time. The patient was going to contact the manufacturer representative if she wanted to use her spinal cord stimulator again. Additional information was received from the patient indicating that there was a confirmed overdischarge event. The stimulation had been dead for the past four months. They had been trying to reach the manufacturer representative (rep) for a trickle charge. The implantable neurostimulator (ins) was implanted too deep since implant. The stimulation had not been effective for the spine pain since implant. The patient was recently diagnosed with neuropathy. It was noted that they had issues with stimulation since implant and if they could not get it to work they would have it removed. Later, the consumer via the manufacturer's representative rep orted the battery that was implanted by the spine died and the patient was not able to charge. No diagnostics or troubleshooting was performed. A new battery was implanted in the right buttock. The issue was resolved. It was noted the rep was sending the device back to have destructive analysis done. The indications for use were non-malignant pain and other chronic intractable pain of the trunk or limbs.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had a revision of the spinal cord system and a replacement of the new battery pack. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.